Event description:
Abbott - ivex - hp filter had a crack in it. Rn ran benadryl 50 mg intravenous piggyback and dexamethasone 20 mg intravenous piggyback. Meds ran out on the table. Leak noted before cisplatin hooked up gave premeds again. Filter is attached.